Event description:
It was reported that during initial implant, slitting of the catheter resulted in the patient's right ventricular lead dislodging. Upon attempting to reposition it, it was noted the helix of the lead was not functioning properly. The lead was removed and the procedure was completed using an alternate lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed, and the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Final analysis found the cause of the reported event of helix mechanism issue to be isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. No other anomalies were found.